Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) set w/cassette was leaking from an unspecified location near the cassette. The leak was observed during an unspecified process step while the patient was performing pd therapy. When the issue was detected, the patient stopped therapy and did not restart. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a crack at the side of the welded cassette was identified. An underwater pressure test was performed and found a leak at the crack location. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.